Event description:
A patient from another country contacted our firm via email to report an "infection" to the left eye. Our affiliate contacted the patient, and the patient reported that in 2006 redness and tearing was experienced in the left eye. The patient sought treatment at the eye center. The patient reported bacteria was found and he had an infection. The patient contacted our firm to request reimbursement for medical expenses. We have requested clinical information regarding his "infection" and we have offered to have the patient get a second opinion. We have received no clinical information at this time. Three sealed blisters from the lot in question were returned for evaluation. Results of testing found: the parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed, the results are as follows: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No other complaints have been received for lot 3582770460. A follow-up report will be sent upon receipt of additional information.